Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ lumbar radiculopathy. It was reported that patient's initial implant worked like a champ but the battery died. Patient clarified the battery had depleted due to normal battery depletion and a replacement surgery was performed. Patient reported that the new implant hasn't ever worked right. Patient reported they worked with a manufacturer's representative on programming but she never got it working right. Patient stated sometime in 2013, the rep stated she would contact the hospital and the hospital would call the patient. Patient stated they waited a few weeks and never heard from them so he called the hospital and was told the did not know anything about it. Patient stated they tried to get a hold of the rep but she never got back to him. Patient stated he had a replacement surgery planned with dr. Erich wolf at lake charles but the patient couldn't afford what the hospital was going to charge him. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient clarified that the implant was not working right because the battery died and it was not helping with pain. It was reported that the cause of the implant not working right was determined and was due to device not turning on and lead to spine coming loose. Issues were not resolved.

Manufacturer narrative:
A correction was made to reflect the adverse events included in this event. If information is provided in the future, a supplemental report will be issued.